Event description:
It was reported that the device failed during the surgery and a cracking noise could be heard. The surgery had to be canceled.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).